Event description:
It was reported that the procedure was to treat an obtuse marginal de novo lesion, 70 to 80% stenosis. The 3.5 x 15mm rx zeta was deployed at 14 atmospheres for 20 seconds successfully. Post stenting a proximal dissection occurred. A 3.5x18 rx zeta was implanted to overlap the dissection successfully. There was no resistance felt during advancement or retraction of the device. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was not returned as it remains in the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.